Event description:
It was reported that: on (B)(6) 2024: after moving the patient, the nurse checked the lines and realized that the extension luer tip broke off and was stuck in the catheter connector. On (B)(6) 2024: for the same patient, when the device used on (B)(6)2024 - that faced the incident was replaced, the extension luer tip broke off again and became stuck in the catheter connector. There was only one line remained on the catheter following the two successive breakages. Additional information: the line is still in the patient. There may have been an issue between the catheter and the extension line which was from another company. They are questioning the diameter of the leur hub of the extension line. There doesn't seem to be an issue with the teleflex catheter. The patient is reported as stable. Associated complaints: 3006425876-2024-00225 and 3006425876-2024-00226.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the teleflex device, and no relevant findings were identified. It is noted that the customer reported the defect occurred with the non-teleflex doran component which was being used in conjunction with the teleflex catheter. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2024: after moving the patient, the nurse checked the lines and realized that the extension luer tip broke off and was stuck in the catheter connector. On (B)(6) 2024: for the same patient, when the device used on (B)(6) 2024 - that faced the incident was replaced, the extension luer tip broke off again and became stuck in the catheter connector. There was only one line remained on the catheter following the two successive breakages. Additional information: the line is still in the patient. There may have been an issue between the catheter and the extension line which was from another company. They are questioning the diameter of the leur hub of the extension line. There doesn't seem to be an issue with the teleflex catheter. The patient is reported as stable. Associated complaints: 3006425876-2024-00226.